Event description:
It was reported that the previous event of renal artery stenosis resolved. It was reported that the patient had renal failure at implant, the event resolved two months later. The investigator assessment states that the event is related to the study device and study procedure. The patient had anemia at implant requiring prolonged hospitalization and a transfusion. The event is continuing. The investigator assessment states that the event is not related to the study device; however it is related to the study procedure. Currently, the patient had an ultrasound where right renal cortical atrophy was noted, the event in continuing. The investigator assessment states that the event is related to the study device and the study procedure.

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm approximately three weeks ago. The main device was inserted through the left femoral artery and the contralateral limb was implanted through the right. Extensions were implanted bilaterally. It was reported that during the stent graft implantation, the stent graft/device moved up after the physician had locked it down and the renal arteries were unintentionally occluded by the stent graft. A reliant balloon was used to uncover both renal arteries. The investigator stated that the cause of the occlusion was related to the patient's anatomy and make-up of the aneurysm. The right renal needed additional support, a renal stent was implanted via brachial approach. The patient also experienced a decreased hct/hgb during surgery and received prbc and albumin. The levels continue to resolve at time of discharge. Two days post implant the patient had a fever of 101 degrees which was treated with medication. The patient had an episode of atrial fibrillation noted during hospital stay and this was self-resolved and no treatment was indicated. No additional clinical sequelae were reported.

Event description:
Additional information was received as follows: it was reported that the event of fever resolved the following day. The investigator assessment states that the event is not related to the study device; however, it is related to the study procedure. A new event of numbness in the right leg was noted approximately two weeks post implant. The event was not treated and is continuing. The investigator assessment states that the event is not related to the study device or study procedure. It was reported that the patient was noted via CT to have renal artery stenosis on at this time, the event is continuing and the decision was made to bring the patient for follow up in three months. The investigator assessment states that the event is related to study device and study procedure. Five days later the patient presented to the clinic with pain in the left groin after bumping the area, the event is continuing. The investigator assessment states that the event is not related to the study device; however it is related to the study procedure. Additionally, it was reported that the patient a renal artery stent placed in the right renal artery to treat an occlusion.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever).

Event description:
Additional information was received from the film review. The review of cta's 2 weeks post-implant showed that the bifurcate was at the level of the right renal artery (possibly covering the renal); however there was some flow within the vessel which had been stented. No infolding was seen. The left renal was patent. The ipsilateral limb and extension were placed into the left iliac. The max aaa diameter was 5cm. The distal aortic diameter was 21 x 22cm, and there was compression around the right contra limb in this location to 5mm ID, however no occlusion was seen. Cta's from three months ago are non-contrast. No renal perfusion, endoleak or occlusion assessment could be made. The right kidney appeared smaller compared to earlier study. The max aaa was 4.8cm. X-ray's from the same study date showed possible longitudinal compression of the proximal area of the bifurcate stent; perhaps occurring when the reliant was used to pull down the stent to uncover the renal arteries. Angiogram images during implant were not available for review. The cause of the events could not be determined from these films.

Manufacturer narrative:
Method: films.